Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. No RMA was issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
Dealer states that the right side drive wheel is not making contact with ground after going over bump/obstacle/etc or going up hill/ramp dealer states wheel is spinning in place.